Event description:
It was reported that the pump hit a wall and as a result, the touch screen became shattered and unresponsive. Customer¿s blood glucose was 104 mg/dl. Reportedly, customer reverted to an alternate pump and also confirmed that manual injections are available for insulin therapy.